Event description:
While attempting to capture the angioguard into the capture sheath, one of the filter strut wires was damaged. No add'l info as to the type of damage is available. The angioguard was removed without any problem and the procedure was completed successfully. There was no reported pt injury. The target lesion was left internal carotid artery with moderate calcification, no tortuosity and a stenosis of 53%.

Manufacturer narrative:
The product was not returned for analysis. Per lake region report (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 02997583, which corresponds to cordis lot number 70508516. This packaging lot contained 147 units, which were shipped from (B)(4) on (B)(4) 2008. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.